Event description:
Reference number (B)(4). Event occured in united states. It was reported that the patient experienced an adhesive malfunction event on (B)(6) 2026, as the customer stated that infusion set fall off due to poor adhesion. The blood glucose level was 286 mg/dl. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 2 of 2.